Event description:
The dr claims that the graft was implanted in 2002, to repair an abdominal aortic aneurysm (aaa). The graft obsserved to have dialted "significantly" upon follow-up CT scans and/or mras in 2005. The largest diameter of the graft aproaches 5.8cm. Graft remains in pt. In 2005, co received the following additional/corrected information: the graft was implanted in 2002. The incident date is unknown at this time and has been approximated as 2005 for reporting purposes only. Pt's pre-operative and post-operative (original implant) condition is unknown at this time. The catalog number is 085241 and the batch number is 2823521 and have been updated/corrected in the internal database. As of 07.2004, no other actions have been taken.